Event description:
During trouble shooting of a slow flow drain alarm the home patient (hp) stated that she started priming without bags connected. The baxter technical service representative (tsr) advised the hp to start over with new supplies and the tsr helped the hp end therapy on the machine. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the slow flow drain alarm. The hp stated that she started over with new supplies and everything was fine. The hp would not provide any additional information regarding the event or how they tried to prime without the bags connected.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - failed to follow therapy steps issue. Complaint is confirmed but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.